Manufacturer narrative:
(B)(4). The mitraclip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is being filed as the mitraclip moved a little on the leaflets. Clip movement has the potential to cause or contribute to patient injury. It was reported that a mitraclip procedure was performed on (B)(6) 2013 and one clip was implanted reducing the mixed mitral regurgitation (mr) grade from 3 to less than 1. During a routine angiography check on (B)(6) 2014, the mr grade was observed to have increased to 3 and the patient had dyspnea. The echocardiogram showed a gap at a slightly moved out posterior leaflet. The implanted clip was attached to both leaflets, but seemed to have moved a little bit. Per the physician, the implanted clip did not cause or contribute to the gap or contribute to the increased mr. The patient was treated with diuretics. On (B)(6) 2014, the patient was treated with two clips (1032162507 lateral and 1032154501 medial) with no device issues; however, due to the gap, the mr was unable to be reduced. Post procedure the mr grade remained at 3. There will be no further intervention for the mr and the patient was discharged in stable condition. No additional information was provided.

Manufacturer narrative:
(B)(4). The mitraclip remains implanted on the mitral valve leaflets. The analysis of this complaint was an assessment of the manufacturing records/complaint history and information provided by the reporter to abbott vascular. Potential causes for failure to adhere or bond to the leaflets (clip movement) are, but not limited to, manufacturing anomalies, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique and procedural conditions (procedural circumstances influencing the ability to grasp the leaflets). As part of the mitraclip manufacturing process, all devices are subject to visual and functional inspection to verify product quality. Review of the device history record confirmed this device passed all in-process and final inspections, including verification that the clip and its components were functioning as expected. There were no non-conformances issued for this lot that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar failure to adhere or bond to the leaflets (clip movement) incidents reported for this lot. With respect to patient conditions, procedural conditions and/or user technique, the failure to adhere or bond to leaflets (clip movement) may be influenced by the difficulties with visualization or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. In this case, the information provided in the case details stated that during a routine angiography check, an echocardiogram showed a gap due to a slightly moved out posterior leaflet. In the opinion of the physician, the implanted mitraclip did not cause or contribute to the gap. Based on the information reviewed, the reported failure to adhere or bond appears to be related to procedural conditions and not a product quality deficiency. There does not appear to be any evidence of a quality deficiency associated with this device.